Event description:
Gladius mongo 14 es was used down posterior tibial thru pedal loop to gain access to the anterior tibial artery from the retrograde and was in the process of being snared out with a ensnare 6-10mm snare device for externalization of the wire. Snare only captured the very distal tip of the wire before physician started to pull to externalize wire. The gladius mongo 14 es started to unravel but was able to be removed safely, without injury or incidence. No fragments were left behind and a new gladius mongo 14 es was opened and replaced the damaged wire.